Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the issue first occurred at 3:30am on (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they had taken an increased dosage of 5 units of insulin in response to the alleged product issue. The patient reported that 2 days after this they developed symptoms of ¿nausea, sweats and overheating¿. As a result of these symptoms the patient was given 3 glucose tablets by a non-healthcare professional at 6:45am on (B)(6) 2017. No further treatment was reported. At the time of troubleshooting the cca noted that the meter would not turn on. The patient was not using the product for the first time and there was no misuse of the product. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.